Event description:
Customer response on 18-may-2026. Did either patient require medical intervention due to the "blood loss" patient went to outpatient lab to have hgb checked due to blood loss. Did either patient require a blood transfusion? No. Was syringe replaced and treatment completed? Yes. Did pump alarm? Or was heparin leaking out of pump when defect was noticed? No machine alarms. Blood was found leaked out of the syringe down the machine.

Event description:
It was reported that bd syringe 10ml ll w/ndl 21x1 rb barrel was cracked. Verbatim: complaint via email. Email(s) attached syringe placed in heprin pump on 2008t machine. Machine was started with no issues. Within two minutes of starting pt, experienced major blood loss in one pateint and minor in another due to cracked needles/issues with the internal rubber componants of the syringe. Upon further inspection, numerous were cracked/broken/damaged and unuseable. All needles with this lot number were pulled from the floor and placed seperate from useable materials customer response on (B)(6) 2026. The syringes wer cracked and have been sent back already so we aren't able to provide any photos.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.